Manufacturer narrative:
Evaluation conclusion codes should read no problem detected

Event description:
It was reported that the cardiosave intra-aortic balloon pump had an autofill failure while supporting a patient. There was no indication of a leak, all connections secure and the iabp was swapped out without issue. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump had an autofill failure while supporting a patient. There was no indication of a leak, all connections secure and the iabp was swapped out without issue. No patient harm or adverse event was reported.